Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact on the customer's blood glucose level. Customer declined to pursue further troubleshooting, and no additional actions were reported.